Manufacturer narrative:
The pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. No unexpected low battery life or low battery alert noted during testing. However, hardware low level failure alert alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin6, u1 keypad assembly.

Event description:
It was reported that the insulin pump had low batter alarm. The customer's blood glucose was unknown. The customer had received the replace battery alarm. The troubleshooting was performed. The insulin pump will be returned for analysis.